Event description:
It was reported that the doctor inserted this intra-aortic balloon uneventfully. There was good augmentation for approximately 8-10 minutes. Then, the ap trace disappeared and blood was seen in the gas line. Since a rupture was presumed, the iab was removed. On removal, they noted that the central lumen was broken 1-2 inches for the distal tip. A new other manufacuters iab was placed. There were no associated patient complications.